Event description:
This is 1 of 2 reports for the same event reported on complaint (B)(4).

Event description:
During a trochanteric fixation nail procedure the compression nut (357.371) was disengaging from the 125 degree aiming arm (357.365) while attempting to insert the helical blade. The surgeon was able to implant the helical blade and complete the procedure without delay and no patient consequence. Post operatively, the sales consultant attempted to re-create the event with the same compression nut and the additional aiming arms (130 degree 357.366 and 135 degree 357.367). The outcome was the compression nut would not tighten and would disengage from the aiming arm. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. (B)(4). Placeholder.

Manufacturer narrative:
A product development event evaluation was performed by the product development engineer and it was reported: the returned buttress/compression nut was assembled separately with each of the returned aiming arms and a known good blade guide sleeve (part#357.369, lot#4545108) in order to recreate the complaint condition. The buttress/compression nut was translated on the blade guide shaft in several locations in attempt to recreate the complaint condition. The blade guide sleeve was also levered in attempt to recreate the complaint condition. The complaint condition could not be replicated during this evaluation with the returned devices. The design is adequate for intended use and did not contribute to this complaint. Therefore, this complaint is invalid from a design perspective. Lot number 6599561 was manufactured and released per purchase order number (B)(4) on 4/18/2011 and 6/20/2011. Placeholder.

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.